Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the device had a permanent out of range signal. The sensor was inserted into the arm. No additional patient or event information is available. Labelling indicates: do not insert the sensor component of the dexcom g4 system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g4 system is not approved for other sites. If placed in other areas, the dexcom g4 system may not function properly.